Event description:
It was initially reported by company representative that the resident was lifted from the chair to go into the pool with the original seat. Lifting about 10 cm the cable broke in the mast. The client fell back on the floor with the chair and did not fall out. From the info received there is no indication that any injury occurred to the pt or caregiver.